Manufacturer narrative:
Investigator indicated that the previously reported left femoral sfa restenosis was not related to the study device, procedure or paclitaxel. Patient was also treated with medication. Event is resolved. Cec adjudicated that the event was related to the device and not related to the procedure or drug.

Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the left leg (l-1). Approximately 19 months post index procedure, the patient suffered from left femoral sfa restenosis (75%). A target lesion revascularization was carried out one month later using a non medtronic device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.